Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage (ul vlith) loaded voltage (loaded v lith) are within specs. However, pump error found at the long trace history file. The pump had intermittent non-sleep anomaly software error. The pump was received with minor scratches on case, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for power error detected alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.